Event description:
I was called to room by nurse because jet was alarming "low temp" and changed the circuit because it was time for it to be changed. And it continued to alarm "low temp." Called the bunnell hotline and they had me turn jet off and support patient on servo-I vent. Then I calibrated the jet again with bunnell on the line. The jet still wouldn't feed water into circuit. I was advised to change out the jet. Changed out jet and had no other issues with new jet.